Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The catheter was removed from the patient and replaced without resolve. It was thought that the issue was possibly due to electrical noise, therefore, the electrical umbilical cable was changed and the console was plugged into a different port. Unfortunately, this did not resolve the issue and the case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.